Event description:
During a standard inspection of a customer returned asset, it was noted the pink rubber on the probe unit of the ultrasonic gastrovideoscope had a deep cut. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were found during the device evaluation. The bending section cover distal sheath had a hole/cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was a deep cut on the pink rubber of the probe unit. Additionally, a rubber had holes and cutes due to drying; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.